Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 1123am. The patient obtained a blood glucose result of "398 mg/dl" on the subject meter. The cca was advised the patient manages his diabetes with insulin. At the time of the alleged issue, the patient took 4 units novolog insulin. After that, the patient stated he went out to run some errands. When the patient arrived at his credit union, the patient claimed he passed out. The patient was given a candy bar to eat as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered insulin based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 5 of 5. The technical service representative (tsr) instructed the rn to close all clamps and transfer set. The tsr advised the rn to cycle power to clear the alarm and explained se 2240 indicates a large amount of air has entered setup. The rn stated before the patient started therapy, she wasn't capped off before connecting to the patient line. The tsr advised to report alarm to the peritoneal dialysis nurse. The rn stated the patient would complete therapy manually. The tsr reviewed proper procedures per the user manual with the rn. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.